Event description:
Citation 1: x. Lv et al. Complications related to percutaneous transarterial embolization of intracranial dural arteriovenous fistulas in 40 patients. Ajnr 30 mar 2009. Citation 2: x lv et al. Embolization of intracranial dural arteriovenous fistulas with onyx 18. European journal of radiology 73 (2010) 664-671. Accepted 1 december 2008. The following complications were captured by medtronic (covidien) through review of literature: one patient had vertigo and diplopia, blepharoptosis, ataxia, hemihypoesthesia, gustatory loss and deterioration of ataxia after second procedure. One patient had reflexive bradyarrhythmia, one patient experienced blepharoptosis, diplopia, mile ataxia(l) the first day after onyx embolization procedure. Post procedure CT scanning revealed left cerebellar infarction. At 3-month follow, he could walk himself but still had blepharoptosis. One patient experienced reflexive bradyarrhythmia. One patient 9 months after onyx embolization was performed experienced cardiac palpitations. A chest radiographic examination was performed, which showed multiple small fragments of onyx located in the pulmonary artery and right cardiac ventricle. Cardiac surgery followed with complete removal of the fragment of onyx that was located intracardiacally. The patient had an uneventful recovery. In this series the patient's mean age was 43.15 with a male dominance. Both articles contained the same patient group with complications related to the onyx.

Manufacturer narrative:
Citation 1: http://www.ajnr.org/content/30/3/462.full. Citation 2: http://www.sciencedirect.com/science/article/pii/s0720048x08006591. This report was created to capture the serious injuries related to the onyx. The onyx was not returned for evaluation as they were consumed in the events. Based on the reported information, there is no evidence suggesting that the devices were defective or defects of the devices during use, but rather procedure related and post procedure events and their causes were unknown. The lot history record review was not possible since the lot number was not reported. (B)(4). Information received from the same article as mfrs: 2029214-2015-00659, 2029214-2015-00660. (B)(4).